Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt during the loading sequence. Customer's blood glucose was within 54-500 mg/dl (exact value not provided). Customer changed syringe needle to resolve the issue.